Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 19 atm. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly rupture at 19 atm. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody and a circumferential balloon rupture has noted at the proximal end. No other specific anomalies noted. On the functional evaluation of the device, the balloon was inflated with the in-house presto device, during the inflation water leaks at the catheter. Microscopic evaluation confirms the tear/slit on the catheter. No further testing performed due to the condition of the device. Therefore, the reported balloon rupture has confirmed as circumferential balloon rupture has noted on the proximal end of the balloon. The investigation is also confirmed for the identified material puncture/hole as water leaks from the slit/tear presented on the catheter when the device attempted to inflate. A definitive root cause for the alleged balloon rupture and identified material puncture / hole could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 06/2023), g3. H11: h6 (result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 19 atm. It was further reported that the procedure was completed using another device. There was no reported patient injury.